Event description:
It was reported the output will not sync and is out of specification. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Device ran in an environmental chamber for 48 hours and no anomalies were observed. Analysis found one knob is broken. Side bail covers and ring cover are contaminated. The ring bail is bent. (B)(4).